Event description:
IV tubing has micro cracks at bifurcations allowing air into system. This causes the bbraun pump to shut off when bubbles are detected causing severe delay in medication administration. This issue is widespread over multiple lot numbers with virtually no product available that is not defective. Bbraun has offered no effective solution and we currently have no alternative pumps or tubing available (only bbraun tubing works on bbraun pumps). This patient had a severe drop in blood pressure requiring life saving measures when the tubing failed. We are currently using defective product (our ICU has 100% defective product) to deliver life saving vasopressors, fluids and medications causing serious safety concerns across our system. This issue is system wide at (B)(6) and I am reaching out on behalf of administration. FDA safety report ID# (B)(4).